Event description:
The surgeon was attempting to place a transvaginal mid urethral sling system into a patient when a piece of the sling broke off and was left in the patient. A c-arm fluoro (fluoroscopy) unit had to be used to locate the broken part. It was then removed from the patient. The patient was not harmed by this defect, but the surgery time was extended.